Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_lead, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_lead, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient started the trial on (B)(6) 2014 and they felt it working the next day. On saturday the patient started having to catheterize more in order to void and they had to turn the stimulation up to 9 in order to feel anything. When the stimulation was turned up the patient was feeling it in their butt and not in the pelvic area. The wire would catch on the patient's pants when they pulled them up so they taped the wire down so it would not catch.